Event description:
It was reported that during a routine device upgrade procedure, the atrial lead was found to exhibit high impedances and a possible fracture. The atrial lead was explanted and was not replaced as the patient had a history of chronic atrial fibrillation (af). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 implantable tachy lead, (B)(6) 2008. (B)(4).